Manufacturer narrative:
A field service engineer (fse) spoke with the customer by phone to troubleshoot the source of the leak. The customer found the leak at pv41 in the I beam tubing. The pv41 carries the sample fluid from the shear valve to the mixing chamber on the lh780 instrument. The customer replaced the I beam tubing at pv41 to resolve the issue. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the event was leak in I beam tubing at pv41. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak from in front of the coulter lh 780 hematology instrument. The volume was reported as 30 ml and the leak was not contained. The customer was wearing personal protective equipment (ppe), including a lab coat and gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. The msds was not reviewed. There is an exposure control plan at the facility. There was no death, injury or an effect to patient treatment.